Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the markings on the inner cannula were illegible. Customer indicated there was no injury to patient.

Manufacturer narrative:
If the sample is returned, a summary of the analysis will be provided in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the markings on the inner cannula were illegible. The customer indicated there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.